Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lot # 553445, implant date (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt like their heart was beating hard and they felt an odd sensation around the pacemaker site, ongoing for seven weeks. A lead polarity switch was noted on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited over-sensing, high impedance and low impedance due to a fracture of the lead insulation. The lead was capped and replaced.